Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had unresponsive buttons. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. There was no temp basal programmed prior to the unexpected restart alarm. The customer stated that insulin pump was not stored or not in used for an extended period of time and that the alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the insulin pump. Troubleshooting for button error/keypad anomaly was performed due to the unresponsive buttons. The customer also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.